Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump caught on fire while charging. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 180-248 mg/dl.